Event description:
It was reported that boston scientific technical services were contacted to review oversensed episodes of atrial far field signals from the right ventricular (rv) lead. It was concluded that the oversensing resulted in pacing inhibition and further diagnostic imaging and lead integrity testing was recommended. The field performed diagnostic imaging which confirmed that the rv lead had dislodged from the implant position. During the revision procedure, a small hematoma was noted which was subsequently drained. The rv lead was repositioned to resolve the event and the patient was stable with no additional adverse consequences.